Manufacturer narrative:
Further information was requested but not currently available.

Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD).

Event description:
New information received notes the low frequency attenuation filter (lfa) was turned on to address the post paced t wave oversensing. The patient was stable before during and after interrogation.